Event description:
Battery performance alert was triggered on (B)(6) 2017.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be at end of life. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed.

Event description:
It was reported that review of a merlin.net transmission revealed that the defibrillator had reached premature elective replacement indicator. On (B)(6) 2017 the patient was brought into the clinic and it was noted that the device had reached end of service. On (B)(6) 2017 the device was explanted and replaced. The patient was in stable condition post surgery.